Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 11/10/2025, arthrex regulatory reported via email that a clinical study review identified a patient who developed exuberant bone formation at the osteotomy site, resulting in persistent pain. The patient subsequently required conversion to a total knee arthroplasty. The persistent pain and need for arthroplasty occurred following a procedure using the balance hto system.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.